Event description:
The customer received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c (501) module. The initial sodium result was 118 mmol/l and the repeat results were 139 mmol/l and 140 mmol/l. The initial potassium result was 2.85 mmol/l and the repeat results were 4.04 mmol/l and 4.06 mmol/l. The initial chloride result was 127.7 mmol/l and the repeat results were 104.1 mmol/l and 104.4 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The provided calibration and qc data were within the acceptable ranges. The field service representative found there was a salt bridge at the reference electrode block. He removed and cleaned the ise block assembly, ran several ise checks, precision testing, calibration and controls with all results within specifications. The investigation did not identify a product problem. The cause of the event could not be determined. The issue appeared to have been resolved by the service actions.